Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a drive manifold test failure. There was no patient involvement reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h3, d9,b5, h11 (type of investigation, investigation findings, health effect ¿ impact codes, component codes, investigation conclusions). Corrected data: h6 (medical device ¿ problem code). Full event site name: (B)(6). Correction: e1 (event site email, initial reporter name,)e2, e3, e4, d5, g2. Full initial rep name: (B)(6). A getinge field service engineer (fse) reported that they replaced the drive manifold assembly. The fse also completed required preventative maintenance on the unit. The unit passed all functional and safety tests and was returned to customer.the following was performed by sapan rana, technician of the maquet failure analysis and testing (fat) department wayne, nj: sr 08 july 2025. The failure analysis and testing department received the following part associated with this complaint: pn: 0104-00-0031 rev g; sn: (B)(6) drive manifold assy. This part was received with a reported unit failure message of drive manifold test failed. The failure analysis and testing dept. Performed a visual inspection, and part looks to in good condition. Installed drive manifold assy. Into the cardiosave test fixture sn: (B)(6) and tested to the cardiosave service manual pn: 0070-00-0639 revision r. Performed drive manifold leak test and failed with result of vacuum leak diff. Pres. 26mmhg, the factory specification is +-25mmhg. The fat dept. Verified the failure message of drive manifold test failed. Drive manifold assy. Failed testing. Refer to CAPA 1406400 , for more information regarding additional investigation details.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had drive manifold test fail. No injury or harm reported.